Event description:
During evaluation, of the colonovideoscope device foreign matter was observed inside the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was unable to be identified. A root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.